Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging her ipg. The battery was located in abdomen and patient had to press hard to get connection and was still not able to charge. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had difficulty charging her ipg. The battery was located in abdomen and patient had to press hard to get connection and was still not able to charge. The patient will undergo a pocket revision.